Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Sensor stopped working early. Pt can't recall the exact error message displayed